Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated.

Event description:
On (B)(6) 2013, during a call in assisting a patient with canceling a bolus, the patient stated that he had been having low blood glucose levels. The patient's blood glucose was in the 390's at the time of report. His normal range is in the 100's mg/dl. The patient stated that he had been having low blood glucose levels all week and on (B)(6) 2013 at around 6:30 am, his life was not able to wake him up. She called her neighbors to help site him up and give him sugar and honey. They also called 911 at that time. The patient's wife tested his blood glucose level and it was 55 mg/dl. When the paramedics arrived, the patient had regained consciousness and his blood glucose level was 70 mg/dl. He was not taken to the hospital by the paramedics. Later during that day, the patient called his doctor, who prescribed a shot for the patient's wife to administer if the patient's blood glucose levels go low again. The patient's wife stated that there was another incident where his blood glucose level was 53 mg/dl, but he was able to self-treat that time by eating a peanut butter sandwich. The patient thinks his high and low blood glucose levels may be caused by using the wrong insulin in the infusion device. No product was requested to be returned for product evaluation.